Event description:
The manufacturer received information alleging a ventilator was displaying a "vent service required" alarm. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "pressure sensor mismatch" error was observed. The device's machine flow sensor was replaced to address the issue.